Event description:
During an atrial fibrillation procedure, resistance was noted when pulling back the sheaths that had been placed, and a portion of one sheath tore and remained in the patient. The detached portion of the sheath was retrieved with a snare and dissecting scissors.

Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The sheath shaft was noted to be torn in half. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn sheath remains unknown.